Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The patient had two severely calcified nodules in the annulus that created a gutter. The length of the membranous septum was 4.8mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 21mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Post-implant the patient presented with a moderate-severe perivalvular leak. Post-bav was performed with a 23mm and 25mm non-abbott balloons. After the final post-bav the patient went into heart block. There was slight improvement but the leak remained moderate. The following day a permanent pacemaker was implanted. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The patient had two severely calcified nodules in the annulus that created a gutter. The length of the membranous septum was 4.8mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 21mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Post-implant the patient presented with a moderate-severe perivalvular leak. Post-bav was performed with a 23mm and 25mm non-abbott balloons. After the final post-bav the patient went into heart block. There was slight improvement but the leak remained moderate. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. The reported heart block may represent cascade effect resulting from the reported pvl. The reported interventions are the result of case-specific circumstances, as post-bav was performed and subsequently permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.